Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The reported symptom could not be reproduced. The device passed all testing and remains at the customer site for use. We are unable to determine the cause of the reported symptom as the issue could not be reproduced.

Event description:
The customer reported the device could not acquire a 12 lead ECG. There was no pt involvement.